Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to work as expected. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.

Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue was able to be verified, but not duplicated. The battery contact assembly and battery pins were replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Further investigation of the removed battery contact assembly and battery pins did not indicate any damage to these parts. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device failed to work as expected. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.